Event description:
Medical affairs spoke to the reporter and obtained the following information: the pt had missing segments on their meter since 2004. A couple of days ago, the pt experienced frequent urination and felt sleepy all day. They tried to test their blood glucose and was unable to verify the readings; however, took their set amount of oral medication. Around 5pm, that evening their symptoms began to get worse; therefore, the reporter took pt to the ER. Prior to going to the ER, the pt drank some juice and ate light snack. Reporter does not recall the pt's blood glucose reading in the ER; however, remembers that the pt was treated with insulin. Customer service sent the pt a replacement meter. This case is being reported as a malfunction, since segments were missing on the meter.